Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
Insulin pump received with an intermittent button response due to corroded keypad traces. No button error alarm was observed during testing. Cracks to the display window, battery tube threads, reservoir tube lip, reservoir tube window and a scratched lcd window noted.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. No significant events leading up to the alarm were recalled. The customer's blood glucose was not known at the time of the event. At the time of reporting, the customer's blood glucose was 238 mg/dl. It was advised to revert to a back-up treatment plan. Nothing further was reported.